Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID; 2134265-2018-01264. It was reported that stent damage occurred. A 3.50x28mm promus premier¿ stent was selected for use. However, upon loading the device over the wire, the stent broke in half. The device was replaced with a 4.00x38mm promus premier¿ stent but the stent was damaged upon trying to insert the device into the sheath. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus premier us mr 4.00 x 38mm stent delivery system was returned for analysis. The crimped stent was examined and no issues were noted. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 592mm distal from the distal end of the strain relief. There were multiple hypotube kinks noted. The shaft polymer extrusion was examined and there were no issues noted. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID; 2134265-2018-01264. It was reported that stent damage occurred. A 3.50x28mm promus premier¿ stent was selected for use. However, upon loading the device over the wire, the stent broke in half. The device was replaced with a 4.00x38mm promus premier¿ stent but the stent was damaged upon trying to insert the device into the sheath. No patient complications were reported.